Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, itchy rash under the front therapy pad. The patient was given a prescription from her physician for (B)(6) cream which did not seem to help. The patient's doctor told the patient to remove the lifevest for the time being. The patient also started to use a steroid cream on the irritation. The patient irritation improved after removing the lifevest and using the steroid cream.